Event description:
(B)(4). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube (paediatric) size 4.0mm. Customer complaining: "(B)(4) received sales web email which stated that " customer experienced difficulty suctioning with ballard closed suction catheter as they could not advance ballard beyond end distal end of microcuff tube. Customer said it felt like ballard was getting " stuck" on something inside and at the end of microcuff tube".

Manufacturer narrative:
(B)(4). Based on the available information, this issue is deemed a serious malfunction because of the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the patient at the risk of alveoli collapse and/or oxygen desaturation with patient having to undergo re-intubation. Reported to the FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.